Manufacturer narrative:
Malfunction was an incomplete safety mechanism lockout. Root cause analysis completed and identified as adhesive on a slideable metal sleeve preventing the safety mechanism from fully locking. The root cause has been resolved with a manufacturing process change. There was no injury of any sort.

Event description:
Safety huber administration set was not able to lock out. There was no injury of any sort.